Event description:
It was reported that noise resulting in oversensing and inappropriate automatic mode switch (ams) was observed on the right atrial (ra) lead. Provocative testing was performed and the lead noise was reproduced. An x-ray revealed lead damage distal to the suture sleeve. The ra lead was capped and replaced to resolve the event. The patient was in stable condition.